Manufacturer narrative:
Investigation summary : the customer reported that the tubing was leaking from the connection between the white spike/top part of the drip chamber with the clear bottom cylinder part of the drip chamber, and returned two used samples. The sample under material 2426-0500 is the main concern, and the only one to have a failure. There was also a secondary infusion set included that when tested did not fail. The failure at the drip chamber is a slow leak, and the complaint is verified. It turns out that the drip chamber air vent was leaking fluid through a gap in the plastic under the vent. A device history record review for model 2426-0500 lot number 21033418 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was sent to the supplier for further investigation. The supplier confirmed the failure, and found the root cause to be a crack on the housing. There is a functional and expansion test done by the supplier on these parts to test for this specific type of crack in the housing, and none were found in the same batch. This part has over 5 million produced, and this is the only instance of the reported defect. This is considered an isolated event and no actions are being implemented. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing leaked onto the floor from the connection between the spike and drip chamber. The following information was provided by the initial reporter: "tubing was leaking from the connection between the white spike/top part of the drip chamber with the clear bottom cylinder part of the drip chamber. Small puddles of fluid noted on the floor."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing leaked onto the floor from the connection between the spike and drip chamber. The following information was provided by the initial reporter: "tubing was leaking from the connection between the white spike/top part of the drip chamber with the clear bottom cylinder part of the drip chamber. Small puddles of fluid noted on the floor."